Event description:
A trilogy evo, nordics ventilator was returned to a third-party service center for preventative maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation of the trilogy evo, nordics device at third-party service center, an evt_internal_batt_not_detected error was observed in the device's event log. The device's system board was replaced to address the issue. Additionally, the blower assembly, bellow blower, machine flow sensor, and in-line filter prox. Are contaminated and needed to be replaced. The air foam inlet filter, muffler assembly, and particulate filter were replaced due to preventive maintenance. This device has been serviced, inspected, tested, and met acceptance criteria in accordance with all of the applicable customer requirements.